Event description:
It was reported that the balloon of this device would not deflate adequately during an angioplasty procedure. There has been no claim of injury related to this event. The device is being returned for analysis.